Event description:
It was learned via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for three (3) years and one (1) month, was explanted due to mrsa endocarditis and severe mitral regurgitation. A 3300tfx 25mm valve was implanted in replacement. Per the medical records, the patient presented with acute chf exacerbation, aki, and blood cultures were positive for mrsa bacteremia. The patient underwent mvr with a non-edwards valve and redo avr. Intraoperatively there were large vegetations on the aortic valve without leaflet destruction. The valve was replaced with a 25mm 3300tfx and off bypass tee showed mildly impaired biventricular function. The patient was transferred to the cvicu in critical but stable condition. On pod #43, the patient was discharged to a rehab facility for continued care and IV antibiotics.

Manufacturer narrative:
H11 corrected data: updated sections: b5, b7, h3, h5, h6 health effect - clinical code, device code(s), and type of investigation, and h8. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less postimplant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case, the valve was implanted for over three (3) years; therefore, this event was likely to due to patient related factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 3300tfx 27mm bioprosthetic aortic valve, implanted for three (3) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 25mm bioprosthetic valve. Patient post procedure in recovery.